Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign objects in the nozzle, air / water cylinder, air / water tube, and plastic distal end cover. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: b5, d5, e1. Updated fields: h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: there was a leak problem from scope cover and bending section cover. It is probable that due to leak problems from the scope cover and bending section cover, reprocessing could not be carried out properly and foreign matter could not be removed. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle, air/water cylinder, air/water tube, channel tube, and plastic distal end cover. There were no reports of patient involvement.